Manufacturer narrative:
B3 date of event unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. E1: phone ext # (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed a downstream occlusion error. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair. Service history review found no repair order within past 12 months. Performed visual and functional testing. Was unable to duplicate downstream occlusion (dso) alarm problem but confirmed its occurrence in event history log. Downstream occlusion (dso) sensor failure is suspected cause of problem. Replaced the dso sensor. Visual inspection found dso seal with minor bubble. Replaced dso seal and bezel. Device passed all testing after repair.